Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It has been reported that during pre op testing, the device does not have enough power. No harm or delays. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On january 2, 2020, it was reported that during pre-op testing, the device does not have enough power. The customer returned an air dermatome device, serial number (B)(6), for evaluation. Product review of the air dermatome on january 17, 2020 revealed that the calibration was out of specifications at the zero and twenty settings. The motor speed was within specifications but on the low end and the control bar was in the correct position. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on january 17, 2020 which included replacement of the planetary carrier, bearings, needle bearing, internal retaining ring, poppet spring, throttle hinge, throttle hinge gasket, swivel, motor, vespel bearings, semi-circle bearings, cap screws, external retaining ring, dowel pins, bearing spacer, wave washer, and spring seal. Air dermatome, serial number (B)(6), was then tested and functioned properly. Service notification number (B)(4) dated january 2, 2020. The root cause of the reported event cannot be specifically determined with the provided information because the reported event was unable to be reproduced. The motor was replaced proactively. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.